Manufacturer narrative:
Patient information was asked but not provided on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a procedure while navigating the surgeon alleged inaccuracy on one side of the head but when the camera was moved the inaccuracy was resolved. Upon inspection by the clinical specialist (cs) there was a crack in the glass lens of camera. It was also reported that the camera continually cycled in its initialization beeps. There was damage on the camera cable showing wear and stretching. The cs switched the camera with another navigation system and the case continued. It was also reported that there were issues with the camera tracking. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information not provided as the site refused to provide the information. The psu (B)(4) polaris spectra was returned for analysis. Analysis found that the returned psu was very worn with many nicks and scratches. The left lens was broken out and a label was missing from the back side of the psu. The psu had trouble tracking in the deep areas of the volume and it was noted that an accuracy test could not be performed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the cs. It was reported that the issue occurred during a dbs lead placement after registration and prior to incision. The amount of inaccuracy was 2-4 mm.